Event description:
Intermittent occlusion alarms were reported by the customer, which caused customers blood glucose level to reach 450 mg/dl. The customer addressed the occlusion issue by changing the infusion set and cartridge to resume insulin delivery. Subsequently, the customer reverted to manual dose injection.